Manufacturer narrative:
The investigation determined that a lower than expected, (B)(6) vitros hbsag result was obtained from a single patient sample, compared to a (B)(6) result obtained from an alternate sample collected approximately 13 hours prior from the same patient, when processed using vitros immunodiagnostic products hbsag reagent lot 8190 on a vitros 3600 immunodiagnostic system. The most likely assignable cause of the event is unknown. The customer suspected pre-analytical sample collection error, as the sample may have been collected from a venous port, where anticoagulant contamination occurred, however, this was not confirmed. There is no indication the vitros 3600 system or vitros hbsag reagent lot 8190 malfunctioned. Historical quality control results obtained using vitros hbsag reagent lot 8190 were within the expected limits, indicating vitros hbsag reagent lot 8190 was performing as intended on the vitros 3600 system. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a (B)(6) vitros hbsag result from a single patient sample when compared to a (B)(6) result obtained from an alternate sample collected approximately 13 hours prior from the same patient, processed using vitros immunodiagnostic products hbsag reagent on a vitros 3600 immunodiagnostic system. Patient sample 2 result of (B)(6) versus a confirmed (B)(6) result obtained from sample 1. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The customer reported both the (B)(6) result for sample 1 and the (B)(6) result for sample 2 to the physician. However, no treatment was altered, initiated or stopped based on the reported results and ortho is not aware of any allegation of actual patient harm as a result of this event. (B)(4).